Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the hexavue custom room rack and found that the touch panel was frozen. The technician instructed the user how to use avc-x, tested the function and operation of the unit, confirmed it to be operating to specification, and returned the unit to service. No additional issues have been reported.

Event description:
The user facility reported that the wall controller connected to the hexavue custom room rack intermittently stops controlling the lights. No report of injury.